Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that blood oozes out of the needle after the injection the customer keeps outlier product then fetch it back. No other information was provided.

Event description:
It was reported that blood oozes out of the needle after the injection the customer keeps outlier product then fetch it back. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that blood oozes out of the needle after the injection the customer keeps outlier product then fetch it back. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of leaking needle housing is confirmed and was determined to be supplier related. One 20 ga x 1.0 in. Safestep infusion set without y-site was returned for evaluation. A functional test included disengaging the safety of the safestep infusion set and pressurizing the device with water. No leaking was observed in the needle housing during pressurization of the returned infusion set; however, a microscopic observation revealed some blood residues inside the needle housing on the outside of the needle as if leaking occurred inside the needle housing. Because blood could be observed inside the needle housing, the complaint of a leaking infusion set is confirmed and was determined to be supplier related. This complaint will be recorded for future trending and monitoring purposes. Bd is working closely with the supplier to prevent recurrence of the reported event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that blood oozes out of the needle after the injection the customer keeps outlier product then fetch it back. No other information was provided.